Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the f11 and f12 fuses were blown. The system was not charging, and the mobile view station (mvs) was not booting up. The f11 and f12 fuses were successfully replaced, and a system check out was performed. The fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system f11 and f12 power line fuses were blown. There was no patient present when this issue was identified.